Event description:
On (B)(6) 2015, we upgraded our telemetry system from philips classic to philips PICC ix on one of our nursing units. On (B)(6) 2015 we experienced a central station going completely black rendering the staff unable to see a monitor rhythm. The system rebooted itself. Philips was notified and responded. Since (B)(6) 2015, there have been 7 instances of this happening with the most recent incident (B)(6) 2016. The reboots can take from 5-30 minutes leaving our patients unmonitored. Philips has held conference calls and have attended meetings with no resolution. Last week, philips informed us that the same problem was identified in 5 other hospitals since (B)(6) 2015. Our patients are at risk, we need a resolution to this issue. Another product that is not working correctly is philips mx40 telemetry receivers.